Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. The patient reported that there was poor/no telemetry with recharging. The patient reported that his recharger was not charging his implant. The patient reported that the implant ran out of juice and the recharger was not making a connection with the ins. The patient reported that last time he was able to successfully charge his device was 2-3 weeks ago. The patient reported that his ins depleted every 2-3 weeks. The patient reported that he wasn¿t able to communicate with the patient programmer. The patient reported that he came today to charge the ins because he was in pain. No further complications anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.